Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, the outer tubing overlay was melted, there was blood in/on the helix/lobe mechanism and there was a non-electrical miscellaneous finding on the tip electrode.

Event description:
An allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.